Event description:
A ventilator was returned to a third-party service center for service, short maintenance, cleaning. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed the event log verification test step during testing. This step checks the significant event log and compares it against a list of unacceptable events. Only events that occur while the device is undergoing during service testing are considered. Review of the test report showed a ventilator inoperative error of evt_press_sensors_failure, which means that both the outlet and monitor pressure sensor failed. The system board and display board were replaced to address the issue.